Event description:
The reason for call was patient reported that the implantable neurostimulator (ins) battery was not increasing. Patient stated that the controller was at 70% the ins has orange triangle with exclamation and it was recharging in excellent. Agent had patient reset the controller and walked patient through recharging the ins again. Patient confirmed the same screen. Agent reviewed recharging time information and walked patient through accessing the MRI mode. Patient will call back if further assistance is needed. No symptoms were reported. The patient (pt) called back and says the issue is persisting and it takes a long time to charge ins which started "months ago". They said rtm looks intact and it and controller were replaced recently. They said they have already followed up with hcp. Pt says they had a CT scan and are awaiting the results. They wanted to know if they can use the stimulation or if they should wait to find out the results. Recommended following up with hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.